Event description:
Per medwatch: "pt went into ventricular fibrillation and external paddles were requested. Successful defibrillation was delayed because the adapter was either not used or was not connected properly. The pt was cannulated via the femorals and the avr was completed. The pt was later noted to have a ruptured aorta and died."